Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. No intervention was performed. The patient had no adverse consequences due to the event.